Event description:
It was reported that after the device was put in surescan mode for an magnetic resonance imaging scan and the patient was placed in the scanner. No external monitoring was applied to the patient. Soon after the patient was placed in the scanner, one of the staff noticed the patient had stopped breathing. Once the staff was able to get the patient out of the scanner it was noted that the patient was in an agonal rhythm and soon in asystole. Efforts to resuscitate the patient were unsuccessful. An autopsy was preformed and was inconclusive. The physician feels the death was related to the device system function.

Manufacturer narrative:
Product event summary: evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) -implantable pulse generator. (B)(4).

Manufacturer narrative:
Product event summary - product event summary: additional information found during follow up showed that the scan had not yet started. The patient was placed in the tube and just before the scan started one of the staff noticed the patient was not breathing. The patient was not placed on an external monitor. Once the patient was removed from the MRI scanner and during the resuscitation efforts it was noted that the patient was in an agonal rhythm and then asystole. An autopsy was performed on the patient which was inconclusive. The exact cause of death was asked and not made available; physician stated that it was "unknown. Evaluation summary: (B)(4) the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that the lead had explant damage, the lead insulation was buckled, blood was present on the distal.